Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose for three days. Blood glucose on (B)(6) 2015 was 558 mg/dl and 400 mg/dl on (B)(6) 2015. The customer stated that she changed the infusion set and had bent cannula and noticed the reservoir was empty until changing it. Customer declined troubleshooting and stated that her blood glucose has been in the 90 mg/dl range and 175 has been the highest reading lately.